Manufacturer narrative:
The issue was traced to a design error. The table base wiring harness was built per the drawing and the wires were incorrectly reversed in the print. This MDR is being submitted outside of the required timeframe as part of remedial action initiated by the manufacturer, in response to internally identified issues regarding failed electronic submissions through webtrader.

Event description:
During a service call on (B)(6), 2019, a service engineer observed on the ort200 table that the control pendant led is amber when the rotational lock is locked but green when unlocked. Per instructions for use, the led should be green when the table is locked and amber when its unlocked because it could lead to unintended movement of the table.there was no patient involvement.